Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the infection and non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. A second surgery was performed to replace the implant, medullary canal was reamed and thoroughly washed with normal saline. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2016 that a sign im nail implanted to repair a fracture was exchanged due to an infection and non-union. The im nail was replaced with a 10mm x 280mm standard nail per the sign technique manual. Surgeon comments: "swab taken from wound was cultured. Staphylococcus aureus was isolated which was sensitive to amikacin. Presenting complains were discharging wounds and feeling of instability while walking. Previous intramedullary nail was removed and medullary canal was reamed and thoroughly washed with normal saline. Fracture site was opened and refreshened. A 1 cm section of fibula was excised through a lateral incision. Then a larger diameter nail was used for fixation."